Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead contacted their health care professional (hcp) with complaints of a pulsating sensation in their back. The remote monitoring team noted rv lead auto capture was not working and the r wave had reduced. The patient was brought into clinic for follow-up. Nil capture on the rv lead at 7.5v and r wave was now 3.2mv. Loss of capture was also seen on presenting electrogram (egm). The patient is not pacemaker-dependent, and the device mode was reprogrammed to atrial demand pacing (aai). A chest x-ray was obtained and showed lead dislodgement. Subsequently, the patient underwent a lead revision procedure a few days later, and this rv lead was successfully repositioned with adequate lead measurements noted afterwards. Besides intervention, there were no additional adverse patient effects reported.